Event description:
The vns patient's generator was explanted due to end of service. The generator was returned to the manufacturer for product analysis. Product analysis on the returned generator revealed a cracked capacitor in the sensing circuitry. The exact reason for this condition is unknown. It is unknown if this condition existed during the implant life. It is believed that the most likely root cause for the end of service was the programmed settings during the implant life, since no high current consumption was observed in the caged module.